Manufacturer narrative:
H6, component code- corrected.

Event description:
It was reported that the site failed to put the device into operation on the pump, despite various manipulations (change of the pump, change of the tubing). It seemed that the problem came from the tank. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.